Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. Initially reported incident did not meet the definition of vigilance case, however, upon review of the device the vigilance decision was changed. Additionally, complaint file (cc) was updated to include short description of "io arcing in jaw" as well as applicable "item defect loc/defect type" codes.

Manufacturer narrative:
Investigation: pl741su caiman disp.instr.articulat.d5/360mm. Used test and analysis equipment: digital-camera "panasonic dmc tz8". First we made a visible inspection of the jaw. Except the charring we found no further abnormities. Then we checked the mechanical function, the clamping and the cutting function worked well. Batch history review the manufacturing documents have been checked and found to be according to specification valid during the time of production. Conclusion: one probable root cause like this is a not proper cleaning surgery, so that carbonized residues of blood or tissue initiate an arc. A further possible root cause is a damaged insulation tongue. This damage created by wrong handling during cleaning the electrodes. A damage during rf-generator failure can be excluded. Because there is a suspicion of a design related aspect to the failure, we have entered this failure mode into our corrective and preventative actions system so are working on a solution. Corrective action: a CAPA for improvement and a better durability was started (700003160).

Event description:
It was reported that there was an issue with caiman disp.instr.articulat. Type of procedure: laparoscopic assisted vaginal hysterectomy no patient harm reported. Surgical delay of 5 minutes reported.